Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The six additional perclose proglide devices referenced, are filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with seven proglide devices, using a 6f sheath prior to a transcatheter aortic valve implantation (tavi). Reportedly, when the proglide plunger was pulled, no suture was present with all seven proglide devices. A non- abbott closure device was used, but hemostasis was not achieved after the tavi was completed. Manual compression was applied for 5 minutes. Angiography revealed no blood flow to the leg. Open surgery revealed the artery was dissected and the non- abbott device was outside the artery. Endarterectomy, thrombectomy and a surgical vascular patch were performed. Hemostasis was surgically achieved. The patient was reportedly in good condition after the surgery. There was a clinically significant delay in the procedure due to the surgery. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: manual arterial compression was reportedly applied for 15 minutes, not 5 minutes. Hospitalization was extended due to the surgical procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss could not be replicated in a testing environment as the plunger, link, suture, posterior needle tip, both cuffs were not returned for analysis. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Unused sterile devices were tested and were successfully deployed with no observations.